Event description:
It was reported that the artificial urinary sphincter (aus) device was explanted due to unspecified reasons. Upon explant the physician noted that the size of the pressure regulating balloon was smaller than when it had been implanted. The physician believes it might be possible there was fluid loss from the device which led to the device issues and the pressure regulating balloon becoming small. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information and device evaluation provided in: h3 and h6. Device evaluation: the complaint component was returned and analyzed, and the reported allegation of fluid leak was not confirmed via product analysis. Returned product consisted of an ams800 pressure regulating balloon, occlusive cuff, and a control pump. The ams800 pressure regulating balloon was visually, and microscopically inspected. No leaks were found. The balloon passed the pressure test at 67.4 performing within product specifications. Inspection of the remainder of the device presented no other damage or irregularities. The fluid leak was not confirmed.

Event description:
It was reported that the artificial urinary sphincter (aus) device was explanted due to unspecified reasons. Upon explant the physician noted that the size of the pressure regulating balloon was smaller than when it had been implanted. The physician believes it might be possible there was fluid loss from the device which led to the device issues and the pressure regulating balloon becoming small. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.